Event description:
Lumenis received an adverse event report on a patient who sustained burns on leg following treatment by splendor x device. According to the distributor, the doctor followed the parameters from the guideline.